Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) pancreatic fluid collection (pfc) drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first flange of the axios stent was successfully deployed. However, when the physician retracted the catheter to position the first flange of the stent against the wall of the won, the second flange of the stent prematurely deployed without actuating the handle to deploy the second flange. The stent deployed in the desired anatomical position and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.